Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Patient (pt) re ported that for about 4 to 5 days she hasn't been able to charge her ins. Pt said that all of her coupling boxes are filled in but the ins battery won't increase. Pt tried to connect her pp to her ins and she received a screen that said to charge her ins. Pt said that prior to her ins battery not progressing she fell. Caller was redirected to the healthcare provider (hcp) to check her internal equipment and run diagnostics on her ins. No patient symptoms were reported.